Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with radiographs received. Review of the available records identified the following : femoral stem is intact with mild radiolucency along the proximal femoral component. Osteopenia was noted. No other complications / significant findings related to the reported event were noted. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# unknown, unknown cup, lot# unknown. Item# 00801803601, femoral head sterile product do not resterilize 12/14 taper, lot# 61660079. Item# 00630505636, liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell, lot# 61784770.

Event description:
It was reported that patient underwent revision due to pain and elevated ion levels approximately 8 years post initial implantation. Attempts were made to obtain additional information; however, none was available.